Manufacturer narrative:
The device has not been returned to animas for evaluation.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 048) issue. It was alleged that the sensor wire was broken off in the patient¿s skin. A portion remained attached to the sensor pod. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is defective.